Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a surgical procedure, the wire broke. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported k-wire that broke was also reported under MDR report number 0008010177-2017-00290. All subsequent information on this event will be reported under MDR number 0008010177-2017-00290.

Event description:
It was reported that during a surgical procedure, the wire broke. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.